Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen had colorful spots displayed. The customer had elevated blood glucose levels (328 mg/dl). Customer reverted to manual injections for insulin therapy, and delivered a correction injection to stabilize blood glucose levels.